Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error due to corrosion and mold around the battery connectors. In addition to this, the lcd screen itself was wet. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the battery compartment side was cracked. Customer stated that they were swimming when insulin pump started beeping.no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.